Event description:
The international distributor reported the ventilator was alarming due to a high blower temperature occurrence. A high blower temperature occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The customer replaced the blower to address the reported problem. The customer reported the blower temperature checked normal after replacement of the blower.